Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with phrenic nerve stimulation (pns). Reprogramming to avoid the pns was attempted, but unsuccessful. The lead was deactivated in order to resolve the event. The patient was stable and there were no adverse consequences.